Manufacturer narrative:
The suspected device was not returned for evaluation. Therefore, visual inspection and functional testing could not be performed. Device history review was performed, and no nonconformities were identified that may have contributed to the reported complaint. The customer complaint air in line could not be confirmed. Based on the information provided and the absence of the device for evaluation, a probable cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient reached out yesterday regarding ongoing issues with air appearing in the bags after priming and preparation without any visible air however, after the bags sat for some time, visible air was observed. The patient believed the issue was related to the filter in the set. For hazardous doses, phaseal optima cstd was used. The tubing was primed via gravity. The recent increase in these occurrences was concerning, as no changes in practice had been made on their end and their technique had remained the same.